Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in inappropriate therapy. This device was noted to have been programmed to the primary vector at the time therapy was delivered. The device was tested in clinic with noise being able to be reproduced in primary and secondary vectors. Due to low r-wave amplitudes the alternate vector is not a viable option, therefore the device was deactivated and the patient was admitted to the hospital. This device remains in service. No additional adverse patient effects were reported.